Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred due to the faulty main board. The cause of the faulty main board was not identified. No defect other than the phenomenon pointed out was found inside the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during a procedure, the high flow insufflation unit intermittently make some sound (30-45 minute) and power off. After the device was turned on, the device repeats the same issue and turned off. The procedure was completed with the same device. There was no delay, harm or user injury reported due to the event. Case identifier (B)(6) is a related file.

Manufacturer narrative:
The device was returned to olympus france for evaluation. The evaluation found the high insufflator went to alarm mode and the alarm sounded and no indicator was shown on the front panel. Additionally, the device keyboard also failed. It was determined that the cr board was faulty. The faulty device needed replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.